Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: there were exhalation obstruction alarms for the hamilton-t1 ventilator (pn 161006 / sn (B)(6)) and the breathing circuit set (pn unknown / ln unknown). The ventilator was attached to a patient after being on referring facility hamilton-t1 ventilator without issue. Once amc ventilator was attached to the patient, the ventilator started sending a low oxygen alarm and a exhalation obstruction alarm. Troubleshooted with both flight clinicians and referring facility respiratory therapist without resolution. Moved ventilator to the ground where no outside obstruction was noted. Checked wall oxygen source, no abnormalities found. Aoc contacted. Troubleshooted with aoc. Attempted multiple oxygen sources and multiple vent circuits without improvement. Patient involvement, but without medical intervention was reported. No patient, user or third party harm was reported.